Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified concentration of doxorubicin, at an unspecified rate, for a duration of 3 days, via a gemstar pump. It was reported that after the delivery was complete the homecare pt returned to the user facility. It was reported that while disconnecting the tubing set from the pt's IV access site, the tubing separated from the piercing pin of the tubing set. It was reported that the therapy was complete; therefore, the tubing set was not replaced. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.